Event description:
It was reported the patient is experiencing persistent pain at the ipg site regardless of stimulation being on or off. The patient was prescribed a pain patch and advised to follow-up with her physician at a future date. Follow-up revealed the issue still persists and the patient presented to the emergency room per the physician's request. A CT scan was done and results were normal. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.